Manufacturer narrative:
Inspected 1 opened or used partial sensor and unable to confirm needle anomaly due to customer did not return insertion needle only sensor. No broken parts were observed during analysis. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had introducer needle fractured while in the body. Customer's blood glucose value was 86 mg/dl at the time of the incident. Customer reports that they did receive medical treatment as a result of the needle fracturing while still in the body. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was unsure whether the senor was broken or not.